Event description:
The following has been reported:biomed reported: no patient harm was involved.(B)(4)- the unit has a tubing set error exception activation that appears when it activates. It will have to be pulled from service and sent out to the vendor for repair.a preliminary review identified the following issue: mechanical hardware failure (av sticky valve)an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.additional information is needed to complete the investigation.